Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: during investigation, visible moisture corrosion was found in the battery compartment. The battery compartment was cracked near the top left and lower right corners of the grip pad. A leak test was performed and failed due to a leak in the battery compartment. Unrelated to the original complaint, the display was dim and gray. Additionally, the ok keypad button was under responsive. The keypad was removed to find the ok button contact had cracked. The pump was opened to find no moisture.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.